Event description:
It was reported that the patient had an inflatable penile prosthesis that was implanted in (B)(6) 2018 removed and replaced with a spectra penile prosthesis due to a surgical site infection. The infection was also treated with antibiotics from a different physician.